Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the sureform 30 curved-tip stapler instrument nor the sureform 30 blue reload involved in this event for failure analysis investigations.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 30 curved-tip stapler instrument fired a sureform 30 blue reload which resulted in missing staples and additional tissue being taken. The customer said the reload was fired and stapled properly, but about half of the staple line was missing and the reload became stuck to the tissue that was partially compressed. It is unknown how the instrument was removed from the issue. The tissue involved with this event was not specified. Another sureform 30 curved-tip stapler instrument was installed and used to take additional tissue, resolving this event. The customer described this event as a partial fire with no tissue being cut or pushed. The procedure was completed as planned.

Manufacturer narrative:
Updated fields: g3, g6, h2, h11. The stapler logs for this procedure were reviewed. The logs do not confirm the initially reported event of a sureform 30 curved-tip stapler instrument firing a sureform 30 blue reload during this procedure. The logs show sureform 45 curved-tip stapler instrument (part #480545-06; lot #l10250611-0028) was used first. It was installed on the system 15 times intermittently, and fired 12 sureform 45 reloads (4 blue, 2 gray, 5 blue, 1 green, in that order). Next, logs show sureform 30 curved-tip stapler instrument (part #488530-13; lot #u11260223-0147) was installed on the system 4 times intermittently, and fired 3 sureform 30 white reloads. On install 3, the first clamp was successful, but was followed by a firing failure, stopping after two pauses for compression. Next, logs show sureform 30 curved-tip stapler instrument (part #488530-13; lot #u11251125-0091) was installed on the system 1 time and fired 1 sureform 30 white reload. On the only install, the first clamp was successful, and the firing was completed with no pauses for compression. Next, logs show sureform 45 stapler instrument (part #480445-06; lot #k10250522-0327) was installed on the system 1 time and fired 1 sureform 45 green reload. On the only install, the first clamp was successful, and the firing was completed with no pauses for compression. There were no stapler related errors in the system logs for this procedure.

Event description:
Refer to h11 for follow-up information.